Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert. Upon interrogation, an alert for a single episode of left ventricular low impedance was noted. The device was reprogrammed. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.